Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the procedure and while in recovery, the patient that received the urolift began to present with increasing tightness of the abdomen. The patient was ordered a CT, which confirmed a hematoma in the patient's pelvic area. At this time, the patient's symptoms do not appear to be worsening. The patient is being admitted overnight for observation". Additional information states that the patient is now "discharged from the hospital".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "after the procedure and while in recovery, the patient that received the urolift began to present with increasing tightness of the abdomen. The patient was ordered a CT, which confirmed a hematoma in the patient's pelvic area. At this time, the patient's symptoms do not appear to be worsening. The patient is being admitted overnight for observation". Additional informaiton states that the patient is now "discharged from the hospital".